Event description:
As reported: "there is a break in an implanted wrist fusion plate. Original implant date (B)(6) 2022. Unsure of the exact day of the break. Revision took place on (B)(6) 2022. The patient was casted the entire time post the primary surgery. Reason for initial implantation: unknown. Screws came out and fusion plate was removed, no debris. Screws are unavailable for return, plate will be the only component returned."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Manufacturer narrative:
The reported event could be confirmed, since the plate is broken apart as complained. The device inspection revealed the following: the visual inspection has shown that the plate is broken apart at the transverse oblong hole. There are scratches all over the plate, afterwards it cannot be defined if these damages were caused during insertion or extraction. The microscopic examination of the fracture surface reveals the fracture to be a typical fatigue fracture evident by a smooth topography. There are shiny surfaces on both fracture faces, also is there a shiny surface in the area where the screw head was places, which indicates that the fragments rubbed against each other and the screw after the breakage. The rest of the fracture face has the typical view of a fatigue fracture with an uniform fine-grained texture. There are in the oblong hole strong damages from the screw insertion visible, it looks like the screw was screwed in at a very slanted angle. Afterwards it cannot be defined if these damages did contribute to the failure of the plate. The relevant dimensions were as far as possible verified during the investigation and no deviation from the specification could be detected. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. The broken plate was returned for evaluation and no product related issue could be detected. There was no additional information about the event provided, neither x-rays or operation report was available. Therefore the root cause of the breakage cannot be defined. The evaluation of the plate has shown that fatigue did lead to the breakage of the device.

Event description:
As reported: "there is a break in an implanted wrist fusion plate. Original implant date (B)(6)2022. Unsure of the exact day of the break. Revision took place on (B)(6)2022. The patient was casted the entire time post the primary surgery. Reason for initial implantation: unknown screws came out and fusion plate was removed no debris screws are unavailable for return, plate will be the only component returned."